Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported they were examined by a doctor for left and right jaw pain. Upon examination the patient showed considerable irritation, swelling and a laceration in the bottom gum line. The patient informed the doctor that they were using byte clear aligners. It is believed that this irritation could be a reaction to material in the aligners. In the doctor's professional recommendation, they informed the patient to cease treatment immediately and in the foreseen future. The patient was instructed to follow up with an in-person dentist or orthodontist for future dental care. They were instructed to use a salt water rinse, eat soft foods for the next 2-3 days or until able to tolerate, and to take ibuprofen for the swelling and irritation. Letter of recommendation provided.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.